Event description:
It was reported that a patient underwent a revision approximately three years post-implantation due to pain. The stem was exchanged and the cup remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6) a2: dob ¿ 1945; g2: foreign ¿ denmark; h6: proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on provided medical records. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review identified the following: revision of the left hip due to unspecific pain in the hip joint. The cup was not revised at this point. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.